Event description:
It was reported that patient presented in clinic with syncope. Upon interrogation it was found that the patient experienced pacing inhibition due to oversensing. Programming changes were made. Patient did not experienced syncope after programming changes. The patient was in stable condition.